Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the inside of the battery tube, on motor and force sensor during visual inspection.

Manufacturer narrative:
The information was incorrect with the initial report. The correct information has been provided with this report.

Event description:
It was reported that the product will be returned for the analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 27. 4 mmol/l. Customer was treated with manual dose injection. Customer also stated that insulin pump was exposed to moisture and it was behind screen and in battery compartment. Customer stated insulin pump was not dropped also there were no cracks in the insulin pump. The device will not be returned for analysis.